Event description:
It was reported that the cuffs were defective which was found upon testing the device. No patient injury was reported

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product was returned; therefore the investigation team was unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).